Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead malfunction. Additional information obtained from the field which indicated that the patient was having pain from abandoned lead so it was removed. The lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead malfunction. Additional information obtained from the field which indicated that the patient was having pain from abandoned lead so it was removed. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead returned destroyed and in 10 pieces, multiple segments were not returned. Parts of the terminal were capped. Conductor coils were extremely stretched and deformed. The polytetrafluoroethylene was bunched in multiple places. Noted cuts in insulation, bunched polytetrafluoroethylene insulation and suture tied tight onto the lead body pieces for extracting purposes. No testing was performed. Visual inspection revealed no abnormalities other than induced damage from explant, on the segments of lead returned. Laboratory analysis confirmed extreme induced damage limited analysis. But no evidence of device defect, malfunction, or non-induced damage was found on the returned lead segments.